Event description:
It was reported that a patient's device was going to be replaced because of positional issues. The reporter stated that the device was still working. Four days later, it was reported that no diagnostics were performed and no malfunctions were seen. It was noted that after the device replacement the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).